Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in remote, no errors show up for this system. According to the crm notes, the 32056-error occurred on the aca, but they did not provide the 1123 error which would have told us if it was the yaw or pitch searchlight, but it did confirm the error occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered with an 1123 error p3=3 indicating fault on the pitch searchlight, replicating the reported event. The usm was then installed onto a pft where usm agc current was found to be failing on the pitch searchlight.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in log reviews, no errors show up for this system. The 32056-error occurred on the axes controller arm (aca), but they did not provide the 1123 error which would have told us if it was the yaw or pitch searchlight, but it did confirm the error occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered with an 1123 error p3=3 indicating fault on the pitch searchlight, replicating the reported event. The usm was then installed onto a psc fixture test (pft) where usm agc current was found to be failing on the pitch searchlight. The probable root cause can be attributed to communication errors from the pitch searchlight ffc located on the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a nurse contacted the coordinator and reported error 32056 occurred when they moved the patient side cart (psc). The caller clarified the error occurred after a collision between the universal surgical manipulator (usm) 1 and 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the site hard cycle system and another power cycle, but the issue persisted. The tse then guided the site to disable the usm 2. After that, the system passed self-test. The site was completing the procedure with the remaining 3 arms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the remaining arms. There was no impact on the patient.